Event description:
On 7/17/98, the facility's director, compliance informed the distributor's sales rep of the following: the device was leaking and as a result, was explanted. The facility requested a review for possible cause of damage to the device catheter. No further details were provided at this time. On 7/28/98, the MFR rec'd medwatch report # 13-00031-1998-0003 from the facility that states the following: prior to the explantation, it was suspected that the catheter was infected. Hence, it was decided to remove the catheter. Upon inspection it was determined that there was a small crack in the catheter wall. The catheter was released.